Manufacturer narrative:
Replaced controller pcb and ram chip on reagent pcb due to an misread barcode. Performed qc testing and re-tested samples. System is operating within specifications with no errors observed. Advised customer to monitor.

Event description:
Customer reported that the echo (software v 1.2.0.19.2) read a sample barcode incorrectly. A sample with barcode (B)(4) was read as (B)(4) by the instrument. Customer reloaded sample on the instrument and the barcode read correctly. The sample resulted as o positive with negative screen results both times.